Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Pump received with detached/missing end cap, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Unable to perform any testing including the displacement test due to missing/detached end cap and p-cap locks properly into the reservoir compartment. Cosmetic damage was confirmed at cracked case (battery tube) and missing detached end cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product mmt-712ews. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-712ews was requested and customer response was the device returned.